Event description:
Customer's family member reported receiving high readings from the freestyle flash meter. Two blood tests were performed to make sure the first reading was accurate. Insulin was administered based on the readings obtained. Shortly thereafter, the customer was found by their family member in a coma-like state, unconscious. Family member provided glucagon injection and called the paramedics who assisted with stabilization and transported them to the hospital. A lab test was performed at the hospital along with a glucose test on the customer's meter. The lab test result was 60 mg/dl and the meter result was 120 mg/dl. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant.